Manufacturer narrative:
Patient's date of birth, age unk, patient's gender unk, patient's weight unk, patient's ethnicity/race unk, relevant tests/laboratory data unk, other relevant history unk. The device was returned and evaluated by a cross functional team. There was an obvious 1 inch breach to the outer jacket beginning 2 inches from the distal tip. In the area of the breach, the fibers, mandrel and inner lumen were exposed, with the mandrel discovered broken into two pieces. However the mandrel was still contained within the device's' working length, with the broken edges observed in the area of the breach. There were no broken fibers observed in the area of the breach. The guide wire port was in good working condition. During use, the outer jacket may have become caught on calcification or other patient anatomy causing the breach; however, it could not be confirmed how or when the breach to the jacket occurred.

Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcified, plaque lesion in the patient's distal posterior tibial artery. The physician chose to use a spectranetics turbo elite laser atherectomy catheter to treat the patient. After the treatment had been completed, the turbo elite was removed from the outer sheath and the physician noticed the fibers of the turbo elite were exposed. The procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.